Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 used was faulty - the balloon burst &they had to use a second kit to complete the procedure.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000236926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6- health effect ¿ clinical code -corrected to "4582", h6- health effect ¿ impact codes- corrected to "4629" & "2199."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 used was faulty. The balloon burst & they had to use a second kit to complete the procedure. They did try to soldier on but without the gas the leg did bleed a little which affected vision. The leg did not require a drain etc due to this. Incision is usually 2-2.5cm. Air was used to inflate the btt. They usually inject until they feel resistance at about 5-7ml of air. The btt was not leaking prior to balloon rupture so no further steps were taken prior to balloon rupture. Only a few minutes delay to open another kit and introduce new btt. The surgeon was not held up at all. There was no harm to the patient.